Event description:
The pt was hospitalized for hypoglycemia following a cartridge and infusion set change. The pt stated that he may have primed the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt stated that he may have primed the pump while attached to the infusion set. The user guide instructs users to disconnect from the infusion set prior to performing a prime operation. Additionally, the pump notified the user to disconnect from the infusion set three times during the rewind/prime sequence. The pt has continued to use the pump with no reported subsequent events. If this device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.